Event description:
The user facility reported for an automated impella controller (aic) that as the aic was turned on during case preparation. Alarm console failure - switch to backup console¿ appeared. There was no pump connected at this time. The nurse switched the console for the case and successful pump placement, patient stable there was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show controller alarm due to defective optical sensor lamp (# 1039), preceded by the optical bench failing internal check of 5s parameters (and not recovering after optical bench is power-cycled). Troubleshooting of the console performed in aachen revealed minor damage to the blue receptacle fiber, which was unrelated to this failure mode. It¿s been also discovered that there was no light output from the optical bench. Further testing showed that the issue was not caused by the lamp assembly but rather optical bench defect resulting in intermittent power to the light bulb. Per the results of the clinical review and investigation, the root cause was determined to be a defective optical bench. The cause of the optical bench defect was not determined. This report is being filed as part of a retrospective review of historical records.